Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead the insulation became worn and damaged. The pacing lead was not used and was replaced. No patient complications have been reported as a result of this event.